Manufacturer narrative:
On march 08, 2023, mentor received additional information regarding the patient's weight, diagnosis, and possible surgical intervention. The patient's weight of 152 lb. Has been updated in section a4. The additional information confirmed that the patient had capsular contracture (baker grade 3) on the left side; the patient's breast was superiorly mispositioned. The additional information also discussed the patient possible surgical intervention to address the capsular contracture. A capsulotomy for left breast was discussed and the potentially the same breast prosthesis would be re-implanted. The coding in section h6-health effect - impact code has been updated to address this addition. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. If additional information is received, a supplemental report will be sent. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old caucasian female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced capsular contracture (baker grade 3) on the left side post-operatively, which was diagnosed in person. As a result, the patient is to undergo explantation on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 28, 2023, mentor received additional information confirming that patient had a left breast capsulotomy and the same breast prosthesis was re-inserted into the patient. This is considered user error and code a23-use of device problem has been added in section h6-medical device problem code to address this information. Manufacturer¿s reference number: (B)(4).